Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ safety injection needle, the needle was clogged. The following information was provided by the initial reporter: primary rn went to give pt an injection and the 22g im needle would not push. Rn pulled back upon initial injection to ensure I was in the right location without problem. Im needle wouldn't push. Rn removed needle changed it out with another 22g and had no problem.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-apr-2022.h.6. Investigation: one loose safetyglide needle (p/n 305900) with a strip of top web from batch 1266762 was received. The sample was visually evaluated under magnification. The cannula was observed to be clogged as no light visibly passed through. Additionally, the bottom of the cannula on the blunt side was observed to be clogged and debris appeared inside of the hub. The conditions observed at the packaging site were non-conforming per product specification. The sample was sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, one sample was received. It has no plastic shield and the safety mechanism has been activated. A visual inspection was performed and inside of the needle hub residues of a yellowish dried substance observed, probably from the time it was used. A functional test was performed by connecting it to a syringe with saline solution. The solution was expelled with normal flow. No imperfections or defects were observed. A device history record review was completed for provided lot number 1266762. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed at the needle manufacturing site.

Event description:
It was reported that while using a bd safetyglide¿ safety injection needle, the needle was clogged. The following information was provided by the initial reporter: primary rn went to give pt an injection and the 22g im needle would not push. Rn pulled back upon initial injection to ensure I was in the right location without problem. Im needle wouldn't push. Rn removed needle changed it out with another 22g and had no problem.